Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a 250ml infusion of esmolol (2500mg) was programmed to infuse at 28mg/kg which was not the correct dose and outside of the soft max of 1.7mg/kg. The customer is questioning why the device did not provide a warning alarm for the incorrect programmed dose. There was no report of patient harm.

Event description:
The customer reported an over infusion of esmolol. The esmolol bolus dose was to be 0.5 mg/kg (with the patient weighing (B)(6) but instead the dose was entered as 28 mg/kg. The person programming the device did not realize the drug was weight-based so they ¿halved¿ the weight to deliver the dose, but dose was already set-up in mg/kg. Additionally the customer noted that 28mg/kg is outside of the soft max of 1.7mg/kg. The customer questioned why the device did not provide a warning alarm for the incorrect programmed dose. There was no report of patient harm.